Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. The cycler is not available for an investigation, no evaluation was performed.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported that the patient was in the hospital from (B)(6) 2015. The patient had called the clinic to report difficulty draining pd fluid and difficulty breathing. The pdrn instructed the patient to go to the ER where she was admitted for fluid overload.